Manufacturer narrative:
The reported event of pannus could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The following information comes from the abstract of the japanese journal of thoracic surgery, 2017, vol.70, no.11, p.948-951, titled aortitis syndrome requiring redo bentall procedure with coronary artery bypass grafting due to graft detachment; report of a case. At the age of (B)(6), in the early 1990's, a female patient visited a local clinic due to dyspnea on exertion. A cardiac murmur was detected and the patient was admitted. A coronary angiography (cag) was performed and findings of annuloaortic ectasia (aae), grade 3 aortic regurgitation (ar), severe stenosis of common carotid artery (cca) and subclavian artery (sca) on the left side, and occlusion of the left main trunk (lmt) were observed. Blood flow in the left coronary artery (lca) had been maintained via collateral circulation developing from right coronary artery (rca). Aae, ar and effort angina (ea) associated from aortitis syndrome (takayasu's arteritis;ta) were diagnosed. Steroids were administered for the treatment of aortitis syndrome. The year the patient was diagnosed with aortitis syndrome, a bentall procedure was performed using a 25 mm sjm mechanical heart valve (model and serial unknown) and a 26 mm synthetic graft (cooley graft/meadox medicals) with coronary artery bypass grafting (CABG) which was obtained from a graft from the great saphenous vein (svg) to the left anterior descending coronary artery (lad). Postoperatively, patency of the svg was noted to be favorable through a cag. At the age of (B)(6), a follow-up cag revealed occlusion of the svg. However, as the collateral circulation from the rca toward the lad was in good condition and the patient was monitored. At the age of (B)(6), recurrence of exertional chest pain was confirmed and the patient's condition gradually deteriorated. Subsequently, the patient was re-admitted for intensive examination. A transesophageal echocardiography (tee) and transthoracic echocardiography (tte) revealed no anomalies in the left-sided cardiac wall motion nor prosthetic valve dysfunction (pvd). A contrast enhanced computed tomography (CT) revealed pseudoaneurysm formation (maximum diameter of 42mm) due to detachment of the suture site at the anastomosis of the right coronary artery button to the graft. Due to decreased blood flow in the rca, myocardial ischemia in both the rca and the area of the lad flowing through as collateral circulation presented resulting in the chest pain. Re-do surgical intervention was performed. When the synthetic graft implanted at the initial surgical intervention was incised, pannus formation was observed around the mechanical heart valve. After the mechanical heart valve was explanted, a 23 mm on-x heart valve (cryolife) was sutured inside about 1-2cm from the bottom edge of another 26mm synthetic graft (hemashield graft/maquet). The bottom of the synthetic graft was cut in flange shape below the suturing site of the replacement valve. At the time of re-do aortic root replacement, the flange area of synthetic graft was sutured into the patient's native aortic root, instead of the sewing cuff of the replacement valve. As the replacement valve was positioned cranially than the patient's native aortic annulus, a 8mm synthetic graft (gelseal graft/terumo) was interposed between the composite valve graft (23mm on-x heart valve + 26mm hemashield graft) and right coronary button. The composite valve graft was finally sutured with central side of the svg. The procedure was successfully completed with no issues. The patient's postoperative course was uneventful. On the 17th post-operative day, the patient was discharged from the hospital and was doing well without any symptoms. Patient weight is not available and no additional information is available.